Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the stent was crimped onto the balloon however, the distal end of the stent was stretched and pulled out to the tip. The balloon did not appear to have been subjected to any positive pressures and no issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during introduction for a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 3x28mm, concentric, de novo, 90% stenosed target lesion was located in the severely calcified right coronary artery (rca). A choice floppy guide wire was inserted followed by a 2.5 x 20 maverick balloon catheter to pre dilate the target lesion. A 3.00x32mm promus element¿ plus stent was advanced accross the hemostatic valve; however, the physician felt resistance. The physician noticed that the struts of the stent was damaged. The physician removed the device and completed the procedure with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that during introduction for a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 3x28mm, concentric, de novo, 90% stenosed target lesion was located in the severely calcified right coronary artery (rca). A choice floppy guide wire was inserted followed by a 2.5 x 20 maverick balloon catheter to pre dilate the target lesion. A 3.00x32mm promus element plus stent was advanced across the hemostatic valve; however, the physician felt resistance. The physician noticed that the struts of the stent was damaged. The physician removed the device and completed the procedure with another of the same device. No patient complications were reported and the patient was stable.